Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total hip procedure, the blade was stuck in the femoral neck and broke from the cartridge. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a 2 minute delay and procedure was completed successfully.

Manufacturer narrative:
The investigation conclusion determined that potentially, while attempting to remove the cartridge, the user excessively bent the distal end of the blade while operating the handpiece causing the blade to fracture. The IFU for the associated handpiece ((B)(4)) states "do not apply excessive pressure, such as bending or prying, with the cartridge. Excessive pressure may bend or fracture the cartridge and result in tissue damage, loss of tactile control, and/or the ejection of cartridge fragments at a high velocity." The quality investigation is complete.

Event description:
It was reported that during a total hip procedure, the blade was stuck in the femoral neck and broke from the cartridge. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a 2 minute delay and procedure was completed successfully.